Manufacturer narrative:
(B)(4). Eval: results: eval of the returned product found that the alarm did not sound when the sensor belt was opened. There was no physical damages found to the sensor belt. (B)(4).

Event description:
The customer reported that the sensor was left at their facility in working condition by the district manager. The customer called the district manager after only a few days of use and the sensor was not working. They reported that when the sensor is detached there is no alarm tone. The district manager tested the sensor with another working alarm but the problem persists. There was no pt incident or injury reported.